Event description:
It was reported that the insulin pump alarmed button error during bolus setup. The blood glucose reading was 230 mg/dl. No significant events leading to the alarm were observed. Advised the customer to restart the insulin pump by removing the battery. After the device restarted, the customer stated that the up arrow button did not work. The customer connected the insulin pump to the body but did not use the bolus feature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.